Manufacturer narrative:
A sample from the patient was submitted for investigation and an interfering factor against the idiotype of the monoclonal antibody of the ft3iii assay was detected. This interfering factor caused the falsely elevated value of the ft3iii assay. Product labeling for the assay states: in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings.

Manufacturer narrative:
A sample from the patient was requested for further investigation. This event occurred in (B)(6).

Event description:
The initial reporter received a questionable elecsys ft3 iii result for one patient from cobas e 801 module (B)(4). The result was 4.42 pg/ml and the result by accuraseed method was 1.33 pg/ml. The questionable result was reported outside of the laboratory.